Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements since implant. A micro-dislodgement was suspected. However, as the patient was only 20% paced was not conisdered dependent. Therefore, the decision was made to not reposition or replace the lead. Presently, the patient is 45% paced and there is not an appropriate safety margin programmed. The physician is aware of the situation and will reassess the situation at the next appointment, no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.